Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -7.50/1.50/91 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned on (B)(6) 2022 and this did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a spherical lens of the same length. The exchange resolved the problem.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).